Event description:
Boston scientific crm received information that the tip of this left ventricular (lv) lead was fractured and was associated with an lv pacing impedance measurement of greater than 2000 ohms. The device's lv configuration was reprogrammed to lv (ring) to rv (coil) and the recorded measurement was normal. The patient will be scheduled for a one month follow-up.

Manufacturer narrative:
The available information suggests that this lead remains in-service. The event will be reopened if additional information is received and/or the lead is returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's (B)(4) laboratory identified set screw marks on both of the lead's terminal pin and ring.the lead was put through and failed electrical continuity testing. A sharp bend was identified on the lead and polyurethane tubing approximately 312-314mm from the terminal pin. This location is at the distal end of the suture sleeve tie down area. Both the anode and cathode conductor coils are fractured approximately 312mm from the terminal pin, at the sharply bent area at the distal end of the suture sleeve. These findings were confirmed through xray imaging.

Manufacturer narrative:
The lead was returned to boston scientific's (B)(4) laboratory and is currently undergoing laboratory testing.

Event description:
Subsequently, boston scientific received information that this local representative contacted technical services in (B)(6) 2010 to report that this patient's lead was exhibiting an lv pacing impedance of greater than 3000 ohms. The patient was not symptomatic and has been scheduled for a lead revision procedure. The patient was presented back to the electrophysiology (ep) laboratory and the lead was explanted and replaced.